Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced neck pain post procedure. The devices needed to be exchanged for lighter ones to alleviate the pain. Replacement with mentor smooth round high profile 420cc saline prostheses was performed on (B)(6) 2022. The replacement implants were reported in a separate event under 1645337-2022-05380 and 1645337-2022-05379. See 1645337-2022-05621 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: neck pain. Manufacturer¿s reference number: (B)(4).